Manufacturer narrative:
The investigation concluded that a syringe was used to inflate the catheter, and not an inflation device which contains a pressure gage. The internal pressure could not be monitored by the physician using a normal syringe. The device failure was attribute to overinflation of the balloon. All catheters were 100% pressure tested to the rated 5 atm's prior to release, to insure balloon integrity. No further info is available on the pt's status.